Event description:
The customer reported having high blood sugars and the insulin pump was not delivering insulin. The blood glucose reading was 194mg/dl. Troubleshooting was performed and the insulin pump was under-delivering. The customer stated that he did not program another prime after reconnecting and disconnecting, instead he did a prime into the air. Reviewed the priming procedures and found that the piston hit the bottom of the reservoir and primes, then fills the cannula and goes to link sensor. Programming was accurate, and the displacement test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.